Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the damaged retractor band. A field service engineer replaced the retractor band in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure.the user mentioned that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.